Event description:
I had essure put in (B)(6) of 2014. I bleed for months straight right after implant. Back pain started immediately after implant was put in. I couldn't have sex with my husband because every time we tried I bled everywhere. I then had to have a hysterectomy on (B)(6) 2015 after I couldn't deal with the pain anymore and I had a giant cyst on my right ovary.